Event description:
Capsule contracture

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Capsule contracture was reported as the reason for explantation.update/correction to sections b1, b2, b4, d9, g3, g6, h2, h3, h6 and h10.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.